Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(4) 2003, product ID: 429888 lead, implanted: (B)(4) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was bothering the patient and was very uncomfortable. The ICD was replaced and then dissected and disentangled the right ventricular (rv) lead, from the fibrous capsule using a plasma blade. They unwinded the loop of capped rv lead from the pocket. This was theorized to be the cause of the patient¿s discomfort. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.